Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that inappropriate shock and antitachycardia pacing (atp) were observed on the merlin.net transmission. Atrial and right ventricular noise oversensing from the spinal ablation was noted. The patient did not have any adverse event except the discomfort from the shock.